Manufacturer narrative:
Since no device information was provided, the exact recall number is unknown. Possible recall numbers include z-1972-2021, z-1973-2021, and z-1974-2021. H3 other text : device not returned to manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging the user has two dreamstation devices from hong kong and received notice in reference to the recall. The user is in japan and has noticed black color material coming out of one of the devices and was inquiring about the recall CAPA devices in japan. No serial number was provided for the devices. No additional information was received. There was no report of serious patient harm or injury. There was no report of medical intervention. The device has not been returned to the manufacturer for investigation. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.